Manufacturer narrative:
Concomitant medical products: product ID: 97754, (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. There was an overdischarge. The battery was depleted due to a lack of patient compliance. The rep interrogated the battery with the physician programmer and recharger. It was determined that the last successful recharge session was back in (B)(6) 2018. It should also be noted that the patient¿s recharger was frayed at both ends of the gray recharging cord. The patient tried to order a new one back in 2015 but was only sent a wall a/c adapter. The rep trickle charged 3 times but were not able to resolve the overdischarge. It was recommended that the battery be replaced. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.